Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy3863 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter leaked fluids during pre-flushing prior to placement.

Event description:
It was reported that the catheter leaked fluids during pre-flushing prior to placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the catheter was confirmed but the cause is unknown. A video of a functional test of a 4fr s/l groshong nxt clearvue catheter was returned for evaluation. The catheter appeared clinically unused as it was free of residual material, the stylet was still inlaid within the catheter, and the two-piece connector had not been assembled onto the catheter shaft. In the video, the catheter was flushed with a clear liquid from a syringe attached to the flushing adaptor on the inlaid stylet. As the catheter was flushed, a dripping leak was observed emanating from the catheter shaft. The exact location of the leak could not be determined from the video but appeared to occur within the most proximal five centimeters of the catheter. Microscopic examination, tensile evaluation, and functional testing could not be conducted without receipt of the physical sample. The observable features in the submitted video did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include damage from the inlaid stylet, damage from the flushing adaptor, or tensile (pulling) damage. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot.